Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported intermittent readings and the device was unable to provide an error message. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. The dc-1 sensor that was returned with the device was also tested and was found to have an open connection on the detector circuit, the sensor provided a sensor off message when tested on a known good device. (B)(6). Corrected data: concomitant medical products was corrected from a blank field to dc-1 sensor.